Event description:
According to the reporter, occurred during a procedure. The stapler locked and did not unlock more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single use loading unit (sulu) was received fully applied with the interlock engaged. Damage was noted to the knife blade. Additionally, cracks were noted on the surface of the loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the cracks on the surface of the loading unit condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the stapler locked and did not unlock more. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.